Manufacturer narrative:
H10: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include application and or product failure. No batch/lot number has been provided therefore a review of the device history has not been possible. The complaint history file found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during burn treatment, an unknown cuticerin dressing was not easily applied. Patient reported that dressing residues kept sticking to the wound and the dressing comes loose. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated. During the initial assessment of the information available, there was confusion regarding the post market clinical follow up study that contained the present adverse: it was assumed from the study's title that the clinical study referred to 2 (two) different dressings (cuticerin and jelonet), nevertheless, after further review from our post market surveillance team it has been revealed that the scope of the post market clinical follow up study was limited to only 1 (one) dressing: cuticerin, therefore this adverse event reported for jelonet is not valid.

Event description:
It was reported that, during burn treatment, a combination of an unknown cuticerin dressing and an unknown jelonet dressing was not easily applied. Patient reported that dressing residues kept sticking to the wound and the dressing comes loose. As this was noticed in a retrospective post market clinical follow up activity, further information is not available.